Event description:
The customer reported to beckman coulter (bec) that their unicel dxc 800 pro synchron system did not generate two (2) patient triglyceride results due to "initial blank high" errors; in addition, the customer observed signs of a leak while troubleshooting the triglyceride problem. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. The fse was unable to reproduce a leak, however, the fse determined that the mixer wash insert malfunctioned and was not delivering wash solution to the mixer wash station. The insert was replaced to resolve the issue. (B)(4).